Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03300 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during treatment of an actively bleeding gastric arteriovenous malformation (avm) on (B)(6), 2011. According to the complainant, it was noted that the pump failed to irrigate. Soon after, the generator ceased delivering energy in bipolar modes. The procedure was completed using an endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant did not provide the suspect device serial number; therefore, the device manufactured date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03300 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during treatment of an actively bleeding gastric arteriovenous malformation (avm) on (B)(6), 2011. According to the complainant, it was noted that the pump failed to irrigate. Soon after, the generator ceased delivering energy in bipolar modes. The procedure was completed using an endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):additional information: device is being retained at the site for continued use; therefore, it will not be returned for evaluation.